Event description:
The lay patient called lifescan (lfs) in 2006, and alleged that her meter was prompting an apply sample message. The lifescan representative obtained the following information. The pt has been unable to test on his meter for 6 months. He began using urine test strips to obtain his glucose results. During this 6 month time period he did not visit his physician or the hospital. In january 2006, he began experiencing hypoglycemic symptoms of dizziness, wobbly legs, and he felt a "bubbling sensation in his stomach, which he attributes to his pancreas overreacting." This occurred at 2:30p.m he ate 350 grams of carbohydrates and called the paramedics at approximately 3:30p.m; when the paramedics arrived, they did not treat the patient. They tested his blood glucose and the result was 5.3mmol/l. Before they left they retested the patient's blood glucose and obtained a result of 5.9mmol/l. The patient attempted to test on his meter when the paramedics were there, but the meter was not functioning. The patient stated that he was told that his pancreas had been "overcompensating for some time." The patient takes a humalin/soluble isophane mixture and was taking his insulin as prescribed. During troubleshooting it was discovered that the patient was not applying an adequate blood sample to the test strip. A control solution test was performed and it passed. The issue was resolved with troubleshooting. This complaint is being reported because the patient was not able to test on the meter due to use error and he has been taking insulin using unrealiable results (urine test strips), this led to a hypoglycemic event. A replacement meter has been sent to the patient.